Event description:
An endurant bifurcated stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as very small in diameter, tortuous and severely calcified iliac arteries. Right access was the better of both, the left being a cylinder of plaque according to the physician. There were no issues with the packaging or during the removal of the device from the packaging. It was reported that during the prepping the device, it appeared that the nose cone has two areas that appeared to be seal points for the cone and the spindle, were protruding out more than usual, almost like two small buttons. The physician inserted the delivery catheter; however, there was some resistance, which could have been due to the vessel morphology and the gate vestige issue. The stent graft delivery catheter was removed from the patient and an endurant 145 device was implanted without issues. No clinical sequelae were reported, and the patient is fine.

Event description:
The delivery system was returned and its evaluation has been completed: the stent graft was still loaded in place. There were 2 kinks on the sheath at 9.5cm and 13cm from the distal edge of the graft cover; otherwise, the device was unremarkable. The kinks most likely occurred due to the return packaging and shipping. The tip of the tapered tip was deformed most likely due to vessel calcification. There were multiple scrape marks on the taper tip likely as result of contact with vessel calcification. During evaluation, the taper tip was inspected visually and under the microscope. The gate vestige on one side of the tapered tip was protruding. The positioning difficulties event is determined to be due to vessel anatomy, which was reported as small diameter, tortuous and severely calcified.

Manufacturer narrative:
(B)(4).